Event description:
It was reported during a revision procedure, the physician was unable to implant a surgical lead due to the patient having excessive scar tissue. The physician implanted a percutaneous lead and the patient reported effective stimulation coverage postoperative. The procedure was extended close to an hour.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.